Event description:
It was reported to boston scientific corporation that an orcapod 4 was used during a colonoscopy procedure on (B)(6) 2024. During the procedure, the air water button was leaking, and unable to clean lenses. The procedure was completed with another of the same device. There were no patient complications after this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of leak/splash.